Manufacturer narrative:
(B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and microscopic examination found no issues with the balloon or tip of the device. The stent was damaged on the first distal row, stent struts were lifted from their crimped stent positions. Stent damage most likely occurred during withdrawal attempts. The undamaged proximal section of the crimped stent outer diameter (od) was measured which is within the maximum crimped stent profile. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and tactile examination found no kinks or damage along the mid-shaft, inner or outer polymer extrusion shaft however; multiple kinks were noted along several locations of the hypotube shaft. This type of damage is consistent with excessive pressure being applied to the delivery system. No other issues were noted on the device during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 22-may-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 80% stenosed target lesion containing a lesion bend of >=90 degrees was located in the severely tortuous and highly calcified left circumflex artery (lcx). A 16 x 2.75mm taxus¿ liberté¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damaged.